Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Biomed staff member reported that console (B)(6) displayed a controller error message instructing the team to ¿switch to backup controller¿ while the device was being prepared. No additional details were provided, and it was not reported whether any patient was involved or harmed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the intermittent keyboard communication issue could not be determined due to the inability to reproduce.